Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by distributor per the customer that several sutures from the same box keep breaking at the needle. Without any tension whatsoever, the suture just separates from the needle. They are referred as separate because since there is no tension on the suture. They do not think breaking off would be the appropriate. They have had 3 so far. Device availability: unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when did the sutures detached from the needle (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - were there patient consequences? If yes, please explain. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The first incident was on (B)(6) 2025, and then again on (B)(6) 2025- on that day 2 became separated back-to-back. The suture I had pulled and set up on the tray separated as dr (please refer to the attached email) was about to put in the suture. He was holding the suture up as he was inserting the needle and it just came off in his hand, our circulator then pulled another suture out of the same box and as dr (please refer to the attached email) was pulling the suture through the skin it separated. We then opened a new box and had no further issues. On (B)(6) 2025 it also separated as dr. (Please refer to the attached email) was pulling the suture through the skin.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 type of investigation. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.